Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 04-sep-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. A taped syringe was returned. The syringe was opened and on the tape was a particle. Based on the complaint investigation results, there is an indication of a product deficiency, but not a product malfunction. A failure investigation was initiated to further investigate this complaint. The fourier transform infrared (ftir) spectrum raw data of the particle was compared against the manufacturing process ftir library and 10 matches passed the 0.90 correlation threshold. Results revealed that the material analyzed is polypropylene. Polypropylene is part of the cartridge material, and lens module. Potential and indirect exposure to these components is possible; however, the manufacturing controls are capable to identify the presence of this type of particulate or material during the inspection controls defined as part of the manufacturing process. Conclusion: only the particle was received for evaluation. Based on the investigation results, the complaint reported as foreign material loose was confirmed. However, since the device was not returned for a thoroughly evaluation, it is not possible to confirm that the source of the particle returned is related to the manufacturing process. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol), a barely visible foreign body was noticed in the eye, which could be retrieved. It was reported that there were no injuries, the iol fits perfectly, patient is doing well. No further information was provided.